Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on his back which looked like a sunburn under his rear therapy electrodes (tes). The patient consulted his physician who advised to ruse a steroid cream. Follow-up indicated that the patient was using the cream which was helping.